Manufacturer narrative:
(B)(4). Date of event: publication year of 1996. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title: complications of 174 laparoscopic hysterectomies. Author/s: m.j.w. Cooper, g. Cario, a. Lam, m. Carlton, g. Vaughan and p. Hammill citation: ausr. Nz j obsrer gwaerol 1996: 36: I: 36. The objective of this study for the authors to report a consecutive series of laparoscopic hysterectomies from a number of surgeons using different techniques and working in nearby centres. A retrospective review of the case records of 174 patients [mean age of 45.4 (range 17.8-68.5)years] who underwent laparoscopic hysterectomy between september, i992 and april, i995 was conducted. The mean weight of the group was 70.2 (50-121) kg and mean parity 2.3 (0-4). The harmonic scalpel (ultracision, smithfield, USA) was used in 29 cases, endoscopic stapling devices in 135, bipolar diathermy in 117, and sutures and ties in 84. The complications included 1 ileus, 1 voiding difficulty, and 1 vault granulations. Patient with vault granulations required diathermy treatment. In conclusion, the authors would not suggest that a laparoscopic approach is a substitute for vaginal hysterectomy, but rather that one of the main advantages of using a laparoscope is the ability to ensure haemostasis at the completion of the case. The complication rate for lh/lavh is not excessive when compared with open techniques and may be expected to decrease further as surgeons advance along their individual ¿learning curve¿.